Event description:
It was reported that there were high atrial and lv (left ventricular) thresholds, and the atrial lead appeared dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.